Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high glucose readings and removed the ilet overnight after repeated high-glucose alerts, resulting in no insulin delivery until supplies were changed the following day; the user uses a contact/detach 23"-6 mm infusion set with a libre 3 plus cgm and successfully completed a full supply change with coaching. Symptoms included hyperglycemia reported at a high of 400 mg/dl. Outcomes included return to normal glucose range with subsequent bgm and cgm values near 100 mg/dl. Investigation included troubleshooting and user education regarding continued use and contacting support during alerts. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.